Event description:
The physician was attempting to deploy a 2.75mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the stent was inserted into the guide catheter and as it moved down resistance was felt inside the guide catheter. When the stent was removed it was noted to be damaged and flared and a new stent was used to treat the patient. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared. The first nine distal stent segments were intact. The remaining segments were bunched, raised and deformed. Crimp impressions were evident on the exposed section of the balloon. The hypotube was kinked distal to the strain relief.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver the stent). Related to operational context (stent damage most likely to be due to procedural related). Evaluation conclusion: operational context contributed to event (stent damage most likely to be due to procedural related). 22 known inherent risk of procedure (stent deformation and failure to deliver the stent). (B)(4).